Event description:
It was reported that there was a shocking or jolting sensation. The manufacturing representative had restarted the implantable neuro stimulator (ins) for the patient about 2 weeks prior to the date of this report and ever since then the patient¿s stimulation gives him an extra jolt. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).